Event description:
The facility reported that the device did not deliver a dose and did not alarm. There have been no incident reports filed since the last baxter service event. No additional information.